Manufacturer narrative:
G4: 26aug2020 b4: (B)(6) 2020 the service engineer (se) inspected the device and confirmed the reported issue. The unit had a battery failed error. The se replaced the battery to address the reported issue and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
The customer reported a ventilator with a battery issue. There was no patient involvement or harm.